Event description:
Resistance felt while loading catheter over guidewire.

Manufacturer narrative:
Catheter was analyzed by engineering, regulatory and quality affairs. Catheter was intact in that it remained in one piece with no portions determined to be missing. The device was visually inspected and found that the guidewire lumen was damaged. Further investigation revealed that the guide wire protruded outside the guide lumen of the catheter. This will prevent the guidewire from going through the exit port skives. Resistance will be felt when the guide wire reaches the transition bond and will prevent it from advancing. There was no pt impact associated with this incident, this report is being sent as a notification.